Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was crack in the y junction. The crack was found during dialysis treatment. The product was tested prior to use. The catheter was pulled and replaced with a new catheter. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. No changes in the process were identified to be related with this event. The device condition cannot be confirmed, since the product was received incomplete and the molded hub was not received as part of the sample return. The product sample returned consisted of one arterial extension with its adult red adapter. After visual inspection, the extension was observed to be cut on the base of the silicone tubing strain relief and additionally, a crack was found on the thread region of the adapter. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Overtightening the catheter connection can crack some adapters. Inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The event description states that the product was tested prior to use, indicating that no issues were detected prior to insertion. The device was more likely damaged during use. The issue reported by the customer has not been confirmed. However, during the sample evaluation, the arterial adapter was found cracked. Based on the available information, the probable root cause can be that the adapter was more likely cracked due to over bending or excessive force. No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue. There have been no changes in the process identified to be related with this event. This device condition cannot be confirmed, since the product was received incomplete and the molded hub was not received as part of it. The product sample returned consisted of one arterial extension with its adult red adapter. After visual inspection, the extension was noted to be cut on the base of the silicone tubing strain relief and additionally, a crack was found on the thread region of the adapter. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Overtightening the catheter connections can crack some adapters. Inspect the catheter frequently for nicks, scrapes, or cuts which could impair its performance. The event description states that the product was tested prior to use, indicating that no issues were detected prior to insertion. The device was more likely damaged during use. While the reported issue could not be confirmed, during the sample evaluation, the arterial adapter damage was found. Based on the available information, the probable root cause can be that the adapter was more likely cracked due to over bending or excessive force. No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.